Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise in isometrics, oversensing, and pacing inhibition with asystole less than two seconds. A new lead of a different model was successfully implanted. No adverse patient effects were reported.